Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a cataract vitrectomy combination surgery an ophthalmic loop a wire got dislodged. The surgery was completed by using alternative product with no impact on patient.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The sample was returned to the manufacturing site and the investigation is concluded based on the sample evaluation described below. The concerned sample was received stuck with tape to a plastic container. The original packaging material (blisters and/or tyvek lid foil) were not used. The sample shows macroscopic signs of damage: it is evident, that the loop is missing, when the instrument is in actuated state. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnification, which confirmed that the loop of the device is broken off close to the base. The retraction and protraction mechanism is still functioning without issues. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the loop break cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).